Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2014. Subsequently, the implant was removed on (B)(6) 2014 due to malpositioning and a modular head was implanted as a spacer. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2014. Subsequently, the implant was removed on (B)(6) 2014 due to malpositioning and a modular head was implanted as a spacer. It was further reported that the patient underwent a revision and was reimplanted with new product on (B)(6) 2014.